Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of warsaw and international complaint database did not find any add'l reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.